Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed benign paroxysmal positional vertigo and has been treated with several antibiotic injections (dates not reported). The implanted device remains.